Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23000 was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23000 appears when the da vinci s safety system determines that the secondary joint position sensor indicates that the joint has traveled beyond the allowed physical range of the joint. Upon determining this condition, the safety system puts da vinci s in a "recoverable safe state". The mtml was returned to isi for evaluation. Engineering discovered that the hard-stop had failed due to a pushed in pin, thus generating the system error code experienced by the customer.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff experienced recurring recoverable system error code #23000. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the surgical staff exercise the left master tool manipulator, restart, and emergency power-off the system. These actions were performed multiple times, however, system error code #23000 continued to recur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.